Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller is with the patient post-op and is asking what they should do (turn ins off, leave ins off until first appt, program patient, etc...). Agent advised we can turn system on and set stimulation or leave off until first follow up and noted this is generally a physician decision. Caller to follow up with doc and call back. The caller started the call by saying the system was replaced today due to 'battery issues'. Agent asked for more info and caller presumed the ins was eos but could not confirm this and caller had notes indicating the patient, starting six months ago, wasn't feeling stim and was having increased incontinence issues. As noted, the caller could not confirm normal eos.

Event description:
Additional information was received from the patient. They reported that the patient wanted and MRI compliant device and the old battery [unknown]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.